Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿surgeon reports cmw2 going off quicker than normal." Lot: 4360235; manufacturing date: 23 jan 24; expiry date: 31 dec 26; quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There are two non-conformances associated with this lot. On review of the applicable nc¿s it has been identified that the nc would not have contributed to the complaint event . The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4360235; dough time: 44s (spec: max 01 min 30s); mix characteristics: firm; setting time: 04 min 22s (spec: 04 min 00s to 06 min 00s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: (B)(4) depuy cmw 2g gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device [3325040 / 4360235] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that cmw2 going off quicker than normal. Put it down to room temperature as was still within normal time limits. But reports later that the consistency may have been different too. Was surgery delayed due to the reported event? No.